Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was having "a lot" of toe cramping and was also having problems with urination. The patient had reportedly been having issues with her device off and on since april 2012. It was noted that the patient had seen her health care provider (hcp) and had her device reprogrammed in (B)(6) 2012. The patient was seen again by her hcp in (B)(6) 2012 and was told to turn the device off if it was not working. The patient reportedly had tried to turn her stimulation down and tried changing programs, but she was still getting up two or three times a night and had been feeling cramping in her toe when her shoe is off. It was further reported that the patient is feeling "buzzing" down her left leg and a throbbing sensation in her calf. It was noted that there have been no reported falls or traumas. It was further noted that the cramping does not happen when the patient's device is turned off. It was also noted that the patient had seen a neurologist in (B)(6) to explore the toe cramping and have a nerve conduction study done. The patient was told that she had "sciatic activity." It was also noted that in the past when the patient had the device on her left side her toes would twitch and because of this twitching her device was moved from her left to her right side. This reportedly resolved the toe twitching issue. Additional information had been requested but had not been received as of the date of this report.

Event description:
Additional review determined that prior to the device being repositioned the patient had also experienced numbness in her toe and tightness in the back of her left thigh and the arch of her left foot.

Manufacturer narrative:
Product ID, 3889-28 lot# v207493, implanted: 2009 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).